Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The result of our investigation was consistent with the customer's description of failure. Varying-colored images (purple/green) were detected during investigation. By disassembling the device and testing the components individually, olympus was able to trace the image error back to the cable unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
The customer notified olympus that during an unspecified procedure the image became green when the endoeye was warmed up. The procedure was completed successfully without patient harm or delay of the procedure.

Manufacturer narrative:
The device has been returned, but inspection has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.